Event description:
It was reported that during a ptca procedure, the catheter shaft separated as it was being advanced through the guide catheter. The catheter was successfully removed from the pt. No pt injuries or complications occurred.